Event description:
As reported by the edwards territory manager, during a transfemoral tavr procedure the sapien valve was implanted 60:40 aortic and canted toward the non-coronary cusp. This created a 2+ paravalvular leak (pvl). A second sapien valve was deployed in a 50:50 position with a great outcome; trace pvl and no central ai. It was reported that the patient had a moderately calcified native valve with a severely angled aortic arch and ascending aorta, which made it difficult to predict deployment. Additionally, the valve was positioned 50:50 on the native non-coronary cusp which was determined to not be coaxial. Reportedly the patient tolerated the procedure well.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause for the malposition was reported to be due to the severely angled arch and ascending aorta, making it difficult to position the valve coaxially and to predict deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.